Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent a revision breast augmentation with an unspecified mentor breast implant and experienced postoperative capsular contracture bilaterally (grade unknown). As a result, the patient underwent removal and replacement with unspecified breast implants in 2008. Also, it is not clear if the reported devices are gel or saline. At this time of report, they will be reported as saline devices. If additional information is received in the future, a supplemental report will be submitted. This report is for the right prosthesis.